Event description:
Emt's attempted to attach the electrodes to an 84 year old male diagnosed in cardiac arrest. The electrodes allegdly failed to adhere to the pt. A second set of electrodes were used and a countershock was administered to the pt. As the pt was being loaded on the stretcher, the second set of electrodes allegedly started to fall off the pt. The pt was transported to the hosp and expired approximately 3 hours later due to a ruptured aneurysm. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the immediate availablity and use of a second set of electrodes.

Manufacturer narrative:
Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.